Event description:
The only information available on this patient came from an attorney, not a healthcare professional. The patient had been diagnosed with pelvic organ prolapse (cystocele and rectocele). The product was presumably implanted conditions. There were no complications. At some unknown time following the implant surgery the patient developed unspecified complications. It is not known what treatment, if any, the patient has had after the treatment with xenform.

Manufacturer narrative:
Product information including lot number were not available, therefore, no device history record could be reviewed. No additional information has been made available. This is a legal case.